Event description:
A literature article received from a presentation at the 41st Annual Meeting of the Japanese Society of Cataract and Refractive Surgery (JSCRS) reported a case involving a 25-year-old male who underwent cataract surgery in the left eye with implantation of a TECNIS Odyssey Multifocal Toric Intraocular Lens (Johnson & Johnson Vision). The patient had bilateral posterior polar cataracts and elected implantation of a multifocal toric intraocular lens. During the left-eye cataract procedure, a posterior capsular rupture occurred during cortical aspiration. Despite the rupture, the intraocular lens was successfully fixated within the capsular bag. Postoperatively, the patient reportedly achieved uncorrected visual acuity of 0.2 at distance, 0.15 at intermediate, and 0.8 at near, with residual astigmatism of +4.50 D at 120°. Due to the residual astigmatism, a secondary surgical procedure to re-rotate the toric intraocular lens was performed approximately two weeks after the initial surgery. Following the re-rotation procedure, uncorrected visual acuity reportedly improved to 1.2 at distance, 1.0 at intermediate, and 0.9 at near. The authors reported improved patient satisfaction and favorable visual outcomes after the secondary procedure. The authors concluded that, despite the occurrence of posterior capsular rupture in a patient with posterior polar cataract, successful in-the-bag fixation of the intraocular lens and subsequent re-rotation surgery resulted in favorable visual outcomes. No additional patient, procedural, device, treatment, or outcome information was provided. The relationship of the reported posterior capsular rupture to the device was not established by the authors.

Manufacturer narrative:
Section A4, A5 and A6: Unknown, as information was requested but not provided. Section B3 - Date of Event: Exact date not provided. Section D4 - Serial Number: Unknown/not provided. Section D4 - Expiration date: Unknown, as product serial number was not provided. Section D4 - UDI Number: Unknown, as product serial number was not provided. Section D6a - Implant Date: Information unknown/not provided. Section D6b - Explant Date: Not applicable - Lens remains implanted; therefore, not explanted. Device Evaluation: The preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing Record Evaluation: Since the serial number is unknown a manufacturer record review related to the device including device history record could not be performed. Conclusion: As a result of the investigation, there is no indication of a product quality deficiency. Section H4 - Device Manufacture Date: Unknown as product serial number was not provided. All pertinent information available to Johnson & Johnson Surgical Vision, Inc. has been submitted.